Event description:
It was reported that a pulse oximeter's display is missing segments. There is no patient involvement being reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number : (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference.

Manufacturer narrative:
(B)(4). A covidien customer support engineer (cse) inspected the device and found the device's main board to be damaged. The board was replaced to resolve the reported issue.